Event description:
Boston scientific received information that during a device replacement due to normal battery depletion, this previously surgically abandoned atrial lead was explanted. During the expected explant of the ventricular lead, it was noted this lead had fused to the other leads in the system, and all three leads were explanted. It was also noted all three leads were damaged upon explant. It was noted the tip of this atrial lead was also broken off during removal, and remains attached to the atrial heart wall. Additionally, it was noted that during the explant of this lead that the patient developed a small cardiac effusion. It was suspected a perforation had caused the effusion. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.